Event description:
Patient's family member claims putting conserver on tank to check contents. Opened valve on tank and heard hissing sound. Left room to check on the patient. Came back a few minutes later and still heard the hissing. Reached down to tighten "t" handle on conserver and fire ignited. Received burns on hands.